Manufacturer narrative:
It was reported that during surgery, the design/position of the device caused an anterior femoral notch. The affected visionaire cutting block kit, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Our investigation including an engineering review by our visionaire team noted that after evaluation, it was determined that a portion of the anterior femur and the anterior distal femur were under-segmented. A relationship, if any, between the device and the reported incident is corroborated. Incorrect segmentation is probably the root cause of the reported event. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, corrective action has been implemented. The alignment engineer has taken steps to ensure that all surgeon preferences are met going forward. At this time we feel these actions will prevent the recurrence of this failure. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery, the design/position of the device caused an anterior femoral notch. It is unknown if there was a delayor how was the procedure concluded.